Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Additional information is being sought for the implant date of this device. This report will be updated once this information is received.

Event description:
It was reported that this pacemaker was found to have reverted to a safety mode status. This device was subsequently explanted and replaced. This device is expected to be returned for analysis. No additional adverse patient effects were reported.